Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 700 mg/dl and a large ketone level identified as dangerous. Reportedly, the cause of the elevated bg level was customer was having a reaction to the covid-19 vaccine, however, customer's continuous glucose monitor was not available due to a non-tandem sensor issue, and customer was unable to monitor bg levels and customer alleged that this contributed to elevated bg. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage.